Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, septic shock and urinary tract infection. Reportedly, the customer had to be resuscitated in the emergency room. Customer administered a correction bolus and was treated with fluids and intravenous levofloxacin. Customer was released from the hospital on (B)(6) 2013. No further information was provided on the reported issue.